Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument was found to be fractured after the surgical procedure was completed. No patient impact was reported or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the product has fractured and not all the pieces were returned. Cosmetic inspection found other damages such as nicks, wear marks and faded etching. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.